Event description:
Called tandem diabetes care tech support at 9am on (B)(6) 2023 because an error message came up on my tandem pump saying no readings were coming in from the dexcom sensor. Was told to change the sensor and that a replacement would be sent. Was transferred by tandem to dexcom to arrange shipment of the replacement. Dexcom advised that it would be 3 to 5 business days before they could send a replacement. We had an extra sensor, so we replaced it. It still did not work and again we called tandem again at 12:45pm. Was told that the resolution would be changing the sensor and the transmitter. Was again transferred by tandem to dexcom again, told it would take 3 to 5 business days before replacements could be sent. Interesting here is that dexcom said that if tandem had called them, and requested a replacement, it would be sent out the next day. However, it is dexcom's policy that consumers need to wait 3 to 5 business days for replacement. Ended up calling tandem diabetes support again and explained dexcom's policy who again transferred me to dexcom but remained on the call with me although this is not tandem's usual procedure. An exception was made, and replacements were arranged after the dexcom represented asked if (B)(6) or (B)(6) was closer to my address in (B)(6). I was told a tracking number would be sent but it was never received. The package with the transmitter and one sensor arrived on wednesday, (B)(6) 2023 the original sensor alone arrived on friday (B)(6) 2023. For three days I was without the use of the pump. My sugar readings were all over the place as I had to revert to finger stick readings. Prior to that I was in the high 90% of control. (B)(6) 2023: when doing the normal sensor change, I had to call dexcom tech support again to say that the sensor (the replacement they sent) not only did not engage after the warm-up period but there were problems I hadn't seen before during the warmup period. It was as if there was no sensor. After the questions of whether or not I knew how to use the produce correctly after using it for 3 years, I was told this was an unusual situation and was then asked where did I get the sensor from? Dexcom mentioned that there are gray market products which I should not use. I explained to them that the sensor that was bad was one that dexcom has sent as a replacement. Again, told a replacement would be sent within 3 to 5 business days. Upon removing the sensor from the body, I noticed something unusual. There was no guide wire on this sensor at all. There were no readings because nothing pierced the skin to take a tissue sample. The product quality of this sensor, coming directly from dexcom, was so bad it was manufactured and passed all quality controls without having a sensor wire. We have kept all packaging and have this defective sensor if you need to examine. The end result of this is that of four replacements of sensors, two were defective and one transmitter was defective. It is obvious that dexcom's quality has deteriorated. I have been on this pump for over 3 years and have seen a steady decline in the reliability of dexcom sensors. Concerning is that the FDA allows this company, which provides a life sustaining technology, to wait 3 to 5 business days to react to a defective product. If this were a pacemaker would that be the same time limit? Tandem does not support the dexcom g7 currently. I have been getting my dexcom g6 from walgreens. They are out of stock now and the only one place in my area has a limited supply. How can this be allowed? Somebody needs to take a hard look at dexcom. Their advertising budget has skyrocketed in the past 3 years while the quality of their product has deteriorated. I have one example of a defective product ready to send if you want. While awaiting a replacement readings were from 47 to 302. I am normally within the 80 - 140 range over 90% of the time. I am 62 years old and have been on an insulin pump since 1984. Reference reports: mw5147720, mw5147721.